Event description:
Per the clinic, the patient experienced discomfort at the implant site, poor performance and no benefit with the device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026.